Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The device was removed as part of a shunt revision. The patient¿s status was noted as no injury.

Manufacturer narrative:
Approximately 7.5 cm of the ventricular catheter was returned. The returned catheter was patent and met the requirements for leak testing. There was proteinaceous debris observed within the interior and exterior of the catheter. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all catheters are 100% inspected at the time of the manufacture. If information is provided in the future, a supplemental report will be issued.